Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet bionic pancreas while readings continued to display on the dexcom app, consistent with communication interruption between the g7 sensor and the ilet. Symptoms included no new glucose values on the ilet user interface with no adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing visibility on the ilet until reconnection with no health impact. User support included verification of the sensor pairing code, and re-entry of the code, with instruction to allow time for reconnection. Investigation of this case revealed that the system reinitiated pairing and began reconnecting, indicating transient cgm-to-pump communication loss without device breakage or component failure. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication disruption resolved through re-pairing and reconnection.